Event description:
The pt experienced some issues with her neurostimulator intermittently activating the wrong area of her back. It worked correctly elsewhere. It was noted that she was in a car accident in (B)(6). Additional info has been requested.

Manufacturer narrative:
(B)(4).